Event description:
It was reported that a one-link needle free IV connector had a clot. The customer reported that ¿the only time the one-link cap seems to be clotting was when there was no clamp on the pic line and blood refluxed into the valve.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.